Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There are no product performance allegations or adverse patient effects regarding this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified a dent on the exterior case near the "s" in the word "scientific". The device then underwent automated diagnostic testing. One step of the test was not completed successfully. High resolution x-ray of the device found a broken internal component within the accelerometer. The unsuccessful completion of diagnostic testing was due to this broken component. The broken component was likely a result of the impact the device sustained which also resulted in the observed dent in the exterior casing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.